Manufacturer narrative:
The cause for the discordant advia centaur hbsag results is unknown. The customer sent the samples to the reference lab as part of troubleshooting. Either the same samples that were tested on the advia centaur or an aliquot or a different tube from the same patient were sent to the reference lab. A siemens field service (fse) went on site and performed a total service call. The lumo top was found to be cracked and was replaced as was the acid and base assembly and the base valve. The system was fully functional on departure. No conclusions can be drawn. A siemens technical applications specialist (tas) went on site and reviewed quality control data and found it to be within range. The tas performed a study running a (B)(6) patient sample on the customer's advia centaur and advia centaur xp. All replicates were (B)(6) on both systems indicating that the system is performing to specification. Additional discussion with the customer revealed that as samples are uncapped prior to testing, the caps are put into a bin. After testing, the samples are recapped with any cap from the bin. There is a potential that the sample could have been contaminated through the use of a cap from a highly (B)(6) sample. The customer has agreed to no longer continue this practice. No conclusions can be drawn. Quality control results are within range. The limitations section of the instructions for use (IFU) states: "for diagnostic purposes, the advia centaur (B)(6) test results should always be assess in conjunction with the patient's medical history, clinical examination, and other findings."

Event description:
Three samples resulted as (B)(6) on the advia centaur hbsag assay, but were (B)(6) and confirmed (B)(6) at a reference laboratory. A subsequent sample was drawn from one of the patients. The sample was (B)(6) at the customer's site and was (B)(6) at the reference lab. The other two samples were retested at the customer's site and were (B)(6). There are no reports that treatment was altered or prescribed based on the discordant results. There are no reports of adverse health consequences based on the discordant advia centaur hbsag discordant results.